Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received stuck button alarm. Customer¿s blood glucose was 5.8 mmol/l. Customer also reported that some alarms she did not hear. Customer states that did audio test and set at audio or vibrate beep at volume 1 and 5 as well as performed self test and the test was ok. Troubleshooting was performed. Customer was advised to revert to back up plan due to stuck button issue and also sometimes lost sensor signal. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All the buttons functioned properly and no stuck button error alarm or moisture damage on keypad traces noted. Keypad connector was fully locked. The audio tone/beep functioned properly. Device communicated properly with test guardian link transmitter. No unexpected lost sensor alarm noted during testing. (B)(4).